Manufacturer narrative:
A review of the logs for the sureform 45 stapler associated with this event has been performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the logs and procedure dashboard did not show all installs of this stapler. Logs show pn 480545-04, ln t13230918-0172, was installed on the system 3 x and fired no reloads. On install 1, a white reload was detected, but the instrument appears to have been removed before the instrument homing process was complete. On install 2, a white reload was detected, however the black reload color was manually selected per the morpheus logs. The instrument was removed without clamping or firing. On install 3, a white reload was detected, but the instrument appears to have been removed before the instrument homing process was complete. The instrument was not installed again. Throughout the installs, logs show 1 instance of error code 282 that correlates with a partial tool on/off event that occurred between the first and second installs of this instrument. There were no additional stapler related errors in the logs. Additionally, DHR review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found the instrument initialized, clamped, fired, and unclamped without any issues during the in-house test, also the visual inspection displayed no signs of physical damage. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The visual inspection for the returned reload displayed no signs of physical damage to the cartridge, pushers, cover, or the cutting edge of the knife. The instrument and accessory were visually inspected and evaluated for their mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The sureform 45 curved tip stapler instrument was analyzed and the reported issue could not be replicated nor confirmed. Visual inspection displayed no signs of physical damage. The channel sprang back open when in the unclamped state. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly on multiple attempts with no issues. The stapler was tested in-house, and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument fired successfully twice using two green 45 reloads. The cut-line appeared smooth and consistent, with no jagged edges or tearing observed. All staples were deployed and correctly formed into the proper b-shape. Review of procedure logs were unable to verify any failures. The instrument was fully functional. There was no problem detected. The sureform 45 curved tip reload was also received and tested. The reload was returned unused and unfired. Visual inspection displayed no signs of physical damage to the cartridge, pushers, cover, or the cutting edge of the knife. The reload was attached to the returned instrument and placed and driven on an in-house system. The reload attached to and removed from the instrument without any issues on multiple attempts. The instrument passed the recognition and engagement tests. The instrument initialized, clamped, fired, and unclamped without any issues using the returned reload. The reload cover was removed and inspected after firing. There was no damage to the reload or its components. No product issue was identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the sureform 45 stapler instrument and sureform 45 white reload for evaluation. However, the failure analysis has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the sureform 45 stapler instrument's jaws did not open in the abdominal cavity. The procedure was completed with no reported injury.